Event description:
The clinic reported that a laser vision correction patient presented with trace diffuse lamellar keratitis (dlk) in both eyes same day post treatment. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Bcva from (B)(6) 2015: right eye pre-op 20/20 -1.00 x -2.00 x 11, left eye pre-op 20/20 -1.75 x -2.00 x 13. Dlk resolved on (B)(6) 2015.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.